Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display cursor of programmer did not follow the stylus. Stylus calibration was carried out, however, it did not resolve the issue. The user was advised to try another stylus, if the issue persisted the user was advised to return the device for analysis. Current status is unknown. There was no patient involvement. It was further reported that the programmer was returned for service.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus and cursor are not aligned. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.